Event description:
Procedure: spinal fusion. Reportedly, during a routine x-ray following spinal fusion surgery in march of 2001, an implanted screw was found to be broken. The patient was not experiencing pain or symptoms as a result. However, the surgeon ws concerned that the broken piece of the screw would slip and hit a nerve, therefore he opted to remove it. The screw was on the right side of level l4-5. The surgeon shortened the rod and inserted another screw to secure it. The screw was broken and 8 threads down the shaft with the screw head intact. The rest of the screw body remains in the vertebral body.